Event description:
Reporter alleged obtaining the results of 166 mg/dl and 82 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that post op of a low anterior resection, the patient was brought back to surgery for a reoperation due to a post op leak. No additional information is available. The device was discarded. Additional information being requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.